Event description:
It was reported that the patient's catheter was dislodged. It was indicated that the patient was on morphine and the physician would give him increases but was ineffective. The morphine had made him "sick." The physician changed his medication from morphine to dilaudid but there was still no change even after increasing the new drug. The patient had a test trial under fluoroscopy for a different product with another company. During the fluoroscopy the physician noticed that the catheter was not in the intrathecal space. It was indicated that the catheter needed to be higher and not at the "right level" in his back. It was stated that he was not sure if during initial implant that the catheter was ever positioned correctly. It was reported that the patient was scheduled for surgery on (B)(6) 2012 to adjust the level. The outcome of the patient was not provided. The drug delivered via pump was dilaudid. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8583, lot # n256996, implanted: (B)(6) 2011, product type accessory. (B)(4).